Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. Patient information; 1. Patient identifier - multiple: (B)(6).

Event description:
The customer reported falsely elevated ldh results on 17 patients. The results provided were: (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit, the field service representative replaced the rgt seal tip 1 (list number 09d39-03) and rgt seal tip 2 (ln 09d40-04). Return testing was not completed as returns were not available. A review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer since the rgt seal tips 1 and 2 were replaced. A review of tickets did not identify similar complaints or any trends for the rgt seal tip 1 and rgt seal tip 2. A review of tickets for the architect c8000 systems also did not identify similar complaints or any trends. A review of labeling found the architect system operations manual and c8000 service and support manual provides adequate information regarding limitations of result interpretation, component replacement, maintenance, and troubleshooting of the described issue. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(4), the rgt seal tip 1 (list number 09d39-03), or rgt seal tip 2 (ln 09d40-04).